Event description:
It was reported that the patient with this pacemaker had infection and hematoma with pus, and positive gram negative pathogens. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The pacemaker was not returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Detailed analysis did not confirm the reported device observation. Though infection is a known medical risk when the skin barrier is breached, analysis of the returned product is not able to provide relevant information for infection-related allegation. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the patient with this pacemaker had infection and hematoma with pus, and positive gram negative pathogens. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The pacemaker was not returned for analysis.